Event description:
A family member reported that the buttons were unresponsive after rebooting the pump. The pump keypad was reportedly not responding to confirm the verify screen. The family member confirmed that the keypad was not torn or peeling and the buttons had a normal click and spring normally. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up and down keypad buttons were found to be intermittently responding to presses. The keypad was removed and the button contacts were found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).